Manufacturer narrative:
H3: 81 evaluation is in progress, but not yet concluded

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) powered on the roller pump and installed lab use only (luo) tubing into the pump race. The pst properly occluded the roller pump and set for 5.00 liters per min (l/min). The roller pump ran for 24.5 hours and there was no observation of the roller pump display going blank. The roller pump met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the team had an incident with the roller pump during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2021. The team set up the roller pump in a sucker position without issue. Shortly after commencing cpb, the perfusion team lost the display on the local roller pump. The team was able to use the central control monitor (ccm) for control without issue. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss.

Manufacturer narrative:
Updated block: b5.

Manufacturer narrative:
Per the manufacturer's subsidiary, the roller pump was used in the sucker position and continued to be operated by the central control monitor (ccm). After cpb, the heart lung machine (hlm) was restarted and the roller pump display powered on normally.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump display went blank. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.